Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a cartridge and infusion set change, the user experienced elevated blood glucose readings while the ilet trend arrow pointed downward, followed by troubleshooting that included site inspection, blood glucose testing attempts with a glucometer that produced errors, and subsequent replacement of the infusion set and supplies, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included recovery with downward glucose trend and continued satisfactory glycemic control without the need for emergency care or hospitalization. Investigation included customer service troubleshooting, review of infusion site integrity, guided replacement of infusion set and supplies, and monitoring of glucose trends. Investigation of this case revealed no evidence of device alarm or leak, an inconclusive root cause for the hyperglycemia, and resolution after infusion set and supply replacement, which suggests a potential infusion site or setup issue though not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.